Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, the reported image resolution poor was associated with imaging difficulty due to artifacting from a balloon pump. The cause of the reported entrapment of device was due to challenging patient anatomy (dense grouping of chordae, a wide-open mitral valve, a rotated heart, and pacemaker lead impingement) in conjunction with procedural circumstances (visualization difficulty, a little deep location in the ventricle). The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report the clip becoming stuck in the chordae and having to be deployed. It was reported a mitraclip procedure was performed to treat mitral regurgitation (mr) grade 4+. It was reported that visualization was difficult due to shadowing from the balloon pump. An ntw clip was successfully implanted without issue. A second ntw was attempted to be positioned on the valve, but became stuck in the dense chordae below the valve. It appeared to be stuck behind or on top of the gripper. The clip was unable to be freed via standard troubleshooting so it was decided to deploy the clip at a3/p3 where it was stable. An additional xt clip was placed between the two ntw clips. The final mr was reduced to 2+. No additional information was provided.